Event description:
Dealer initially reported that when you plug it in, it sparks. (B)(6) 2014 operating room lead manager reports the "battery charger flickered/sparked toward back of the device when she plugged it in." She immediately unplugged it and sent it off for repair. No harm done, not in patient vicinity.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.